Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) failed to pace. Device passed all incoming functional tests . It was noted on analysis that the hanger assembly was broken, a capacitor was damaged on printed circuit board (pcb) and the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) when attached to a patient in surgery for initial use failed to pace the patient. The epg powered on and there was were no error codes. There was no sign of broken knobs or connection ports. Another external pulse generator was used. The epg was received into service. No patient complications have been reported as a result of this event.